Event description:
It was reported by service report that the fowler section drifts down on its own. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - fowler brake clutch.